Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2021-16881. All available information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (B)(4) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, baker grade IV and exchange due to concern with product. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "leak," capsular contracture baker grade IV, and exchange due to concern with product. Device remains implanted.